Manufacturer narrative:
An investigation has ben initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve (823164) was implanted via v-p shunt with unknown setting. Obstruction was suspected thus the valve was removed and replaced on (B)(6) 2022. The patient is now following up.

Manufacturer narrative:
Hakim valve was returned for evaluation. Device history record (DHR) - lot 113382, conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 120mmh2o. The valve passed the test for programming, flushing, leak, reflux and pressure. The valve was leak tested and it leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no functional issues were noted.

Event description:
N/a.